Manufacturer narrative:
Event date: used (B)(6) 2019 as event date since the correct date was not provided.

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge balloon catheter was selected for use. However, during the procedure, it was noted that the shaft fractured. The device was pulled out and completely removed from the patient's body. No patient complications were reported and the patient's status was fine.